Manufacturer narrative:
Date received by manufacturer: 14jun2019. Date of report: 17jun2019. The manufacturer's field service engineer confirmed the reported patient disconnect alarm issue. The manufacturer¿s field service engineer (fse) replaced the gas delivery system (gds) assembly to address the reported problem. The unit successfully passed the required performance verification test. The unit was returned to service. No parts were returned to failure investigation; therefore, the root cause of the reported issue could not be determined. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 13may2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
The customer reported that the unit alarm station disconnects, not ventilating properly. The device was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or user.

Manufacturer narrative:
Date rec'd by MFR: 14aug2019. The part was returned to the manufacturer for failure investigation. It was determined that the defective u1 component on the airflow sensor pcba caused the airflow accuracy and oxygen flow accuracy tests to fail. The 1200 error code could not be duplicated. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.